Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 medtronic received notification of an interface cable was thought to be contaminated with pathogens in the ICU. Follow up efforts are being made to collect further information related to the circumstances of this report. Updates will be provided in a follow-up report.

Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2017 medtronic received notification of an interface cable was thought to be contaminated with pathogens in the ICU. Follow up efforts are being made to collect further information related to the circumstances of this report. Updates will be provided in a follow-up report.